Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a laparoscopy procedure on (B)(6) 2014 and was revised on (B)(6) 2014 due to pain and the incorrect sized tibial bearing being initially implanted. The tibial bearing and locking bar were removed and replaced. Patient alleges experiencing pain, red dots around the scar, swelling, purple color under the scar and possible allergic reaction. Patient's husband reported patient is currently in rehab after a fall, allegedly due to the knee being weak. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03598).

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a laparoscopy procedure on (B)(6) 2014 and was revised on (B)(6) 2014 due to pain and the incorrect sized tibial bearing being initially implanted. The tibial bearing and locking bar were removed and replaced. Patient alleges experiencing pain, red dots around the scar, swelling, purple color under the scar and possible allergic reaction. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.